Event description:
It was reported that the patient presented to the clinic with vertigo. The patient previously had an atrial ventricular nodal ablation for atrial fibrillation (af), which the patient reportedly still had. When the device was checked there was an alert with a recorded impedance measurement that was less than 200 ohms. This was seen on the right atrial (ra) ring to can and right ventricular (rv) lead ring to can configurations. Technical services suggested to consider a chest x-ray, as the cause was not known. The health care professional was going to discuss this with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.